Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received a motor error alarm and motor position encoder alarm during filling the tubing. The customer's blood glucose was unknown. Customer reports the drive support cap appears normal. The customer stated the insulin pump has been exposed to metal detector. Advised the pump will need to be replaced. Advised to discontinue use of the pump. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file overwritten.